Event description:
After successful insertioin of the iab, the physician attempted to aspirate blood, without any success. Also, there was no pressure tracing from the pump. There iab was removed and replaced without any pt complications.